Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: indication of use of product - why was the product used during the initial procedure? Unknown. Date and exact name of initial procedure (partial or total thyroidectomy)? On (B)(6) 2018, total thyroidectomy. Where exactly was the product used? -powder used on tissue after thyroid removed. Was excess product irrigated/removed after receiving hemostasis, during the procedure? No irrigation used. Onset of seroma. Patient information not available. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history). Patient information not available. What is the patient¿s current status? Patient information not available. Lot number of product used during the procedure? Unknown.

Event description:
It was reported that the patient underwent a total thyroidectomy procedure on (B)(6) 2018 and absorbable hemostat device was used. After the procedure, the patient experienced a seroma. The patient was monitored and then the seroma was aspirated.